Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that several reservoirs have had small and large air bubbles. The customer stated that she did not want replacement reservoirs but wanted the company to fix the lubricant in the reservoirs. The customer's blood glucose level was unknown. Nothing was replaced or returned.